Manufacturer narrative:
The maj-2315 was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that at the conclusion of an unspecified procedure, while withdrawing the scope the distal end cap detached in the patient¿s mouth. The patient coughed up the distal end piece, while in the procedure room. The intended procedure was completed with the same device. There was no patient injury reported. In addition, the customer also mention that the cap detached twice at the end of two other procedures in the last six months. Please reference patient ID (B)(6) (patient 1/tjf-q190v), (B)(6) (patient 2/tjf-q190v) and (B)(6) (patient 2/maj-2315). This report is to address the patient who coughed up the distal end piece.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation results. The legal manufacturer attempted to replicate the reported failure using a similar distal cover and confirmed that the distal end cover will never come off when it has no damage, and it is correctly attached to the scope. DHR has not been confirmed due to unknown lot number, but no manufacturing problems have been reported so far. The user facility further informed olympus of the following information: no anti-fog agent was used. It was confirmed by the user facility that the cover was not damaged and did not come off after it was attached to the scope. Based on this information, the following can be inferred as the cause of the distal cover falling off. Since the cover was not attached correctly and was not sufficiently fixed to the scope, the cover came off due to friction with the inside of the body cavity when removing the scope. It was confirmed that the cover would not come off before use, but it is possible that the scope was fixed to the extent that it could not be removed by just touching it with a finger, and that it was not noticed before use. As described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to b5, d7, and h6. B5: information for this field was inadvertently not included on the supplemental medwatch. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. According to the information provided: -no anti-fog agent was used. -it was confirmed that the cover was not damaged and did not come off after it was attached to the scope. -the recovered cover was not damaged. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -since the cover was not attached correctly and was not sufficiently fixed to the scope, the cover came off due to friction with the inside of the body cavity when removing the scope. It was confirmed that the cover would not come off before use, but it is possible that the scope was fixed to the extent that it could not be removed by just touching it with a finger, and that it was not noticed before use. Complaint history review: the same issue occurred at the same facility before under patient identifier c21286536. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Event description:
Additional information was received from the customer. The recovered distal cover was not damaged, but intact. No anti-fog agents were applied to the scope lens. The user confirmed the distal cover was not damaged. The user attached the distal cover to the scope and then pulled or twisted the cover to make sure it did not come off as instructed to do so.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).